Manufacturer narrative:
Concomitant medical products: product ID: 9735820, serial/lot: (B)(4). The patient information was not available. The surgeon information was not available. A medtronic representative went to the site to perform a system check out and they replaced the main to camera cart cable and the scu. The system functioned as intended. The scu was returned for product analysis. The returned scu powered up on the test bench without issue. The fault light was not on and the event log had not recorded any adverse events. However, the scu would not track instruments connected to any of the three ports. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used outside of a procedure. It was reported that the camera cart couldn't communicate with the main cart. There was no reported harm to the patient present and there was no delay in the procedure. The cause of the issue was unknown.